Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute rx coronary drug eluting stent was attempted to be used to treat a severely tortuous, moderately calcified lesion with 75% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The stent was noted to be burred after surgery. No patient injury was reported.

Manufacturer narrative:
Additional information: resistance was noted while advancing the device to the lesion. Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.